Event description:
It was reported to covidien on (B)(4) 2014 that a customer had a non-specific issue with an scd controller. The unit was returned to a local covidien service center and a service technician found that the power cord had exposed copper wires.

Manufacturer narrative:
An investigation of the reported condition was performed on (B)(4) 2014 by (B)(4). One scd 700 compression system was returned for investigation for the reported condition of; service found: power cord has exposed copper wires. Initial inspection found the power cord showed it was externally damaged and had damaged the insulation on the internal wires exposing the copper conductors which presented an electrical shock hazard, confirming the reported condition. The root cause of the damaged insulation can be attributed to rough handling. Power cords periodically require replacement due to age, usage and user damage. The service manual instructs the user to periodically inspect the power cords resistance to ensure its electrical safety. The power cord was replaced to correct the problem. The unit was fully tested and passed all operational specifications. Product scd 700 was manufactured in 2013. All device history record are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. The customer has reported no other complaints for the same condition in the last twelve months. This information will be utilized for trending purposes to determine the need for corrective action.